Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The device has been returned for evaluation. The investigation identified a material rupture. Based on the information provided, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model u4150430rx pta balloon dilatation catheter allegedly experienced material rupture. This information was received from one source. This malfunction involved a patient with no consequences. The patient's age, weight, and gender were not provided.

Manufacturer narrative:
H10: the lot number for the malfunction was provided and a lot history review was performed. The sample was not returned to the manufacturer for inspection/evaluation. The investigation is confirmed for the longitudinal balloon rupture. Based on the information provided, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model u4150430rx pta balloon dilatation catheter allegedly experienced material rupture. This information was received from one source. This malfunction involved a patient with no consequences. The patient's age, weight, and gender were not provided.